Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator and observed oil contamination in the inspiratory section. A thorough inspection of the entire gas line confirmed the presence of oil throughout this section. To address the issue, the air gas module, inspiratory pipe, connector muff, and moisture separator were replaced. Notably, the removed moisture separator was a non-getinge device. Following the replacements, the ventilator successfully passed all functional and safety tests and was cleared for clinical use. The replaced components were not returned for further investigation, and no ventilator logs were provided. The exact source of the oil contamination could not be conclusively determined. However, the most likely cause appears to be contamination in the incoming gas supply from the wall gas system, though this could not be confirmed.

Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer's ref. #: (B)(4).